Event description:
On 12-dec-23, nurse assist received a medwatch report via e-mail of the following event description from medwatch report: used nurse assist 0.9% sodium chloride irrigation usp and sterile water for irrigation of bladder via catheter. Two days later was very sick with high fever, tachycardia and general malaise. Walk in clinic tests showed high levels of white blood cells and referred to ER for immediate evaluation. ER diagnosed me with acute bacterial prostatitis and sepsis. I was admitted to the hospital that day for IV antibiotics, frequent blood work and observation. I responded well the to treatment after 2 days and was released to finish antibiotics at home. Since then I have had many complications from this infection. My urologists tell me healing from this type of infection is slow and the daily prostate pain I have now may be chronic and here to stay. There are lasting effects. This product has recently been recalled for lack of sterility confidence. Ref report: mw5149037.

Manufacturer narrative:
We received 2 identical medwatch reports from the FDA that references each other, but neither the anonymous reporter nor the FDA would or could provide any information that would allow us to conduct a meaningful investigation. We are therefore filing an MDR based on the medwatch but cannot make any determination as to whether the reported event actually happened, and if it did whether it involved our products, and if it did whether those products actually contributed to the reported event. Medwatch reports are mw5149036 and mw5149037.